Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the procedure date of (B)(6) 2021 has been performed by an isi regulatory post market surveillance specialist and the following was observed: no relevant errors were observed during this procedure. No image or video clip for the reported event was submitted from the customer to isi for review. This event is being reported due to the following conclusion: the patient underwent a da vinci-assisted sleeve gastrectomy procedure and experienced internal bleeding. The patient received a secondary procedure due to this bleeding event. The cause of the intra-operative complications is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported by the site's robotics coordinator and a nurse that after a da vinci-assisted gastric sleeve procedure, the patient experienced tachycardia due to internal bleeding. The patient reportedly underwent an additional procedure to address the issue. The patient was discharged two days after the completion of the da vinci-assisted procedure. The site intuitive surgical inc. (Isi) clinical territory associate (cta) was contacted and additional information regarding this event was obtained: the cta was present during the da vinci-assisted sleeve gastrectomy procedure as well as the secondary, laparoscopic procedure. Both procedures were performed on (B)(6) 2021 by the same surgeon. During the laparoscopic procedure, the surgeon evacuated the blood clot and ligatured multiple locations (including the sleeve staple lines) that the bleeding could have come from. The surgeon reported ligaturing multiple locations as they were possible sites that could have bled, but that there was no evidence of those sites bleeding and the ligatures were precautionary. The surgeon was not able to find the location of the bleed and told the cta that he does not think the internal bleeding was related to a da vinci product. Isi performed multiple follow-up attempts to obtain additional information from the surgeon of this procedure. However, as of the date of this report, no further details have been received.